Event description:
The customer reported that following a left heart catheterization procedure in 2005, an attempt was made to deploy a vasoseal elite. During deployment procedure the j segment broke off. The j segment was removed surgically. No further complications were reported.